Event description:
This is filed to report inability to remove lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, during the deployment sequence, the lock line could not be retracted. When pulling the other side of the lock line, the line would stop at approximately 10cm in the cds. Through the resistance the physician could hold the lock line to unlock the clip. The grippers were then raised and the clip was inverted. The clip was pulled back to the left atrium and the cds was removed with the clip attached. The procedure continued with a new cds. The second clip was successfully deployed. A third clip was not implanted due to the increase in gradient. The gradient returned to baseline once the clip un-grasped the leaflets. The clip was removed from the patient, ending the procedure. Two clips were implanted reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. Additionally, a knot in the lock line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported mechanical jam for inability to remove the lock line is due to the observed knot in the lock line. However, a cause for the observed knot in the lock line could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.